Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was able to squeezed the handle, but the reload did not fire and was failed midway with blade not cutting. A loud crunching sound was also heard during the open procedure. A new gun and reload was used to complete the case. There was no patient injury.